Event description:
The device was used during a laparoscopic hernia repair. It was reported the stapler misfired. Rep stated it jammed and subsequent staples would not fire. There was no consequence to the pt.